Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed multiple times. Customer's blood glucose was 350-400 mg/dl. Customer declined to complete a pump system check with tandem technical support. Customer reverted to using manual injections for insulin therapy,